Event description:
It was reported that during the preparation for a scheduled coronary drug eluting stenting treatment procedure, stent damage was noted. While the physician was preparing to introduce the 2.5x24mm taxus liberte stent over the unspecified guide wire, the physician noticed that the stent struts in the distal part of the stent were flared. The procedure was successfully completed with another 2.5x24mm taxus liberte. It was noted that the packaging was in tact before the device was opened. No pt complications occurred and the pt's condition was listed as "stable".